Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not preform the correct air removal steps prior to filling the cartridge. Technical support educated the customer on the proper steps during air removal. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to customer's blood glucose level.